Event description:
Pump declared alarm 20 while in use during pumping. There was no adverse impact to the customer's blood glucose level. Despite efforts by technical support to assist with loading a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. Technical support decided to replace the pump. The customer reverted to multiple daily injections as a backup therapy. The customer was advised on storage procedures and to return the faulty pump within ten days using a pre-paid shipping label, which the customer understood and acknowledged.